Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the visual inspection focused on the indentation / deformation pattern on the most distal surface of the locking screws for the 2 returned connectors (4 locking screws per connector). Asymmetrical deformation was identified on a single screw as well as between adjacent screws. The asymmetry suggests insufficient / irregular engagement of the locking screws. The manufacturing records were reviewed, but there were no relevant manufacturing anomalies for lot# 105533. Conclusion: the exact cause of the disengagement is unknown and likely involves loading conditions, patient anatomy, and the integrity of the screw-rod engagement.

Event description:
It was reported on (B)(6) 2014, it was found that both connectors had pulled out from the inferior rod, and were now only connected to the superior end. Revision surgery was performed on (B)(6) 2014 to remove the connectors.

Event description:
It was reported on (B)(6) 2014, it was found that both connectors had pulled out from the inferior rod, and were now only connected to the superior end. Revision surgery was performed on (B)(6) 2014 to remove the connectors.